Manufacturer narrative:
It is unknown if the device is available for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unspecified date involving a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm where it was reported that the sets started leaking at the filter during the infusion. There was patient involvement but no patient harm.